Event description:
Information was received from service and repair regarding endoscope device used for spinal therapy. It was reported that the lens was twisted, and image was abnormal. No further complications were reported regarding the event.

Manufacturer narrative:
H3: product analysis of product:9560101, lot no:1562221r - image abnormality lens cloudy reproduction. Outer tube scratch. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.